Event description:
Following deployment of balloon in circumflex, balloon became lodged in the artery. After multiple initiations, md unable to remove balloon. Md applied force. Part of balloon in artery completely occluding the circumflex artery resulting in pt's death.